Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4) - failure (event) observed during analysis. Telemetry could not be obtained when the battery voltage was below 2.30 v. Final analysis found that this anomaly was due to a defective integrated circuit chip. After replacing the integrated circuit chip, telemetry could be obtained down to 2.1 v, below end of life level.